Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she has been experiencing low blood glucose levels. The customer stated that she was hospitalized with a low blood glucose reading of 57 mg/dl. Prior to the event the customer bolused for dinner and began experiencing low blood glucose levels after that. The customer changed the insulin set four days prior to the event and she stated that she was not connected to the infusion set during the manual prime. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test as well. The customer also mentioned that she was new to insulin pump therapy and her doctor was still adjusting her basal rate settings. Advised the customer that the insulin pump passed the tests and is working correctly. Advised the customer to change the infusion sets every two to three days.